Event description:
A hospital nurse reported that during an esophagogastro duodenoscopy (e.g.d.) Procedure, a clip used to arrest gastrointestinal bleeding was deployed and attached to the patient's tissue but could not be released from the clip connector. The physician successfully wiggled the clip from the tissue and removed the device from the scope. He injected epinephrine into the bleeding site and utilized a bipolar hemostasis probe to complete the case. The patient, hospitalized prior to the occurrence, remained in the hospital. There were no injuries or post procedural complications associated with the occurrence.